Manufacturer narrative:
A1 - patient identifier was updated. H6 was updated. The suspected device was not received for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined. A good faith effort was conducted to retrieve the device from the customer.

Event description:
It was reported that the patient previously experienced an alarm from the device but reported that it has not recurred. The patient was receiving treprostinil via continuous IV infusion at a dose of 25 ng per kg per min. It was unknown whether the reported product fault occurred while the device was in use with the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.